Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. There were no other complaints reported for this lot. The root cause could not be determined. The surgeon reported the use of an incorrect cartridge/injector combination and an unapproved viscoelastic failing to follow the dfu. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the haptic broke. The incision was enlarged and the iol was removed and replaced during the same surgical procedure. Placement of the iol was in the sulcus due to a hole in the posterior capsule. There was no info provided as to what caused the hole or when it occurred. The pt was treated intravenously with hydrocortisone. The surgeon reported the use of an unapproved injector and viscoelastic during the surgical procedure. In a follow-up, the surgeon indicated the pt had corneal edema with decrease vision. He also reported that the enlarged incision could be clinically relevant due to induced astigmatism and because sutures were used. The iol was replaced with another manufacturer's model. There are three medical device reports associated with this event. This report is for the third pt.